Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with unspecified mentor saline breast prostheses on (B)(6) 2007 started having back pain in 2012 that worsened over the years. In addition, the patient reported developing the following: brain fog, memory loss, severe joint pain, muscle pain, carpal tunnel syndrome, hair loss, dry skin, cold hands and feet, cold sweats, heart burn, acid reflux, trouble urinating, blurry vision, eye infections, restless leg syndrome, yeast infections (thrush), inflammation, seizures, rashes from the sun, balance problems, uti symptoms, heart palpitations, chest pain, trouble swallowing, and more autoimmune symptoms. Patient also reported that she had to have a hysterectomy due to her symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.